Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalogue number 9393009 and 510k number k094025 is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery due to left lateral side hernia at l5/s1. During surgery, the surgeon tapped the cage too much and passed through the opposite side anterior longitudinal ligament. The surgeon released an inserter from the cage. As a result, the surgeon removed the cage using a needle-nose pliers. New cage was reinserted in the patient because the cage was broken although it was removed from the patient's body. The product came in contact with patient. No fragments of the product remained in the patient. Anterior ligament of the patient was perforated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.